Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device that has been sent down to biomed for alert 46 (control panel communication) and 47 (control panel communication). This device received two alert 46 (control panel communication) on (B)(6) and an alert 47 (control panel communication) on (B)(6).

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-05677.

Event description:
It was reported that arctic sun device that has been sent down to biomed for alert 46 (control panel communication) and 47 (control panel communication). This device received two alert 46 (control panel communication) on august 25th and an alert 47 (control panel communication) on september 1st.

Manufacturer narrative:
This record is being submitted as a correction to the date received by manufacturer previously submitted. Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device that has been sent down to biomed for alert 46 (control panel communication) and 47 (control panel communication). This device received two alert 46 (control panel communication) on august 25th and an alert 47 (control panel communication) on september 1st.